Event description:
During tympanomastoidectomy, the 3 mm cutting burr was skipping. Surgeon asked for a second 3 mm cutting burr to determine if the burr or the midas rex drill was at fault. The second burr functioned appropriately. The burr with the original wrapper were sequestered.